Event description:
It was reported that the user received an occlusion alert on an ilet insulin pump while using a steel 6 mm contact/detach infusion set and replaced the infusion set, after which the alert resolved without identified obstruction in the tubing. Symptoms included no reported changes in blood glucose. Outcomes included no reported clinical impact or need for medical care. Investigation included customer interview and troubleshooting and education. Investigation of this case revealed an occlusion condition that resolved after supply change with no additional contributing factors identified. It was concluded that the event was consistent with an insulin flow interruption at the infusion set, resolved by replacing the set, with no adverse clinical outcome.